Event description:
After successful implantation of the ancure graft, type I endoleaks were revealed at the superior and left iliac attachment sites. The superior endoleak was treated by ballooning and the inferior endoleak was treated with a wall graft. The superior attachment system still exhibited a small leak that will be monitored by the physician. Access was achieved through the external iliac artery.